Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during antibiotic therapy (dose, programmed amount and delivery rate unknown). The device was programmed to deliver (IV) antibiotics over four hours however, the medication took an additional two hours to infuse. There was no known patient injury or medical intervention associated with this event. No additional information is available.